Event description:
It was reported that a total of seven blood leaks occurred with the products of two different lot numbers. The detailed information could not be obtained. The total blood loss was approx. 150cc in each case, since the blood was not returned to the patient. The patient was well and no medical intervention was given to the patient.